Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose greater than or equal to 13.8mmol/l and less than or equal to 27.7mmol/l, with symptoms of dehydration, associated with an alleged power issue. Reportedly, the patient resumed pump use after replacement, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the battery compartment was cracked with no power. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported as an issue with the pump not performing as intended with regards to power to the pump, and may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked from the threads to the case seal. The returned battery cap had stripped threads and was unable to secure to power on the pump. The issue of no power was duplicated. During testing, the pump powered on with a test battery cap and the pump was exercised for 12 hours with no power interruptions occurring. No evidence of moisture or damage was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.